Event description:
It was reported that the device was used during an unknown procedure and that the surgeon could not insert the instrument through the 10/12 trocar. The case was completed using a same like device. There was no consequence to the pt.